Manufacturer narrative:
Upon investigation of this incident, it was determined that the user was unable to dispense medication after server update. A technical support specialist confirmed that the customer was able to perform all functions (such as resolving discrepancies) except dispensing medication. The customer suspected that the issue might be related to a recent server update, advised the customer to verify user permissions with their supervisor, customer confirmed that the issue had already been resolved by checking the server and updating the permissions. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to dispense medication after server update. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.